Manufacturer narrative:
The device was returned to the manufacturer for investigation. The complaint could not be certified in the investigation. Preventive maintenance was performed on the device and it was returned to the account.

Event description:
It was reported by a field service tech that this unit had metal shavings in the cannula. There was no patient involvement and no adverse consequences.